Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.

Event description:
Caller reported the patient noticed that the cartridge of the pump leaked out. Caller stated patient's blood glucose readings are normal. Patient disposed of the cartridge. No adverse event reported. No product will be returned for evaluation.